Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Building service coordinator reported pump "smells burnt". A replacement battery door was also requested. Medication being infused was unknown. No patient injury reported.